Manufacturer narrative:
The cobas 6000 ul c501 + core fix configura serial number is (B)(6). The customer replaced the sodium electrode and performed a precision run that was passing. A field service engineer (fse) checked pump pressures, rinse levels and alignments, cell filling volumes, and for any misalignments of any nozzles. The fse also checked rinse tubing and nozzles for any dripping. He removed the reagent bottles and checked the check valve mixers and valves for detergent leaks. No issues were found. He completed ion selective electrode check, qc, and a precision check, all meeting specifications. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results from the cobas 6000 ul c501 + core fix configure. Discrepant results for 17 patient samples are provided, see attachment "results -cn-1046951" for the patient results. The samples were repeated on another c501. The questionable results were repeated after the customer experienced a qc failure.

Manufacturer narrative:
The repeated results were deemed to be correct. The alarm history contains an abnormal probe sucking error which is consistent with possible poor sample quality. The customer replaced the sodium electrode before the field service engineer (fse) was onsite. The fse performed checks and found no problems. The instrument was verified by performing ion selective electrode checks, qc, and precision testing. The investigation determined that the service action resolved the issue.